Manufacturer narrative:
More info and goods have been requested. A supplemental medwatch report will be provided when the investigation is finished.

Event description:
It was reported that during a function check of the vaporizer according to the service manual, higher values than set were measured. The vaporizer was not used to treat a pt at the time. (B)(4).